Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving intrathecal baclofen via an implanted infusion pump. The patient's diagnoses included cerebral palsy, spastic quadriparesis and infected baclofen pump. The patient had presented with skin erosion and purulent drainage from his right abdominal wall baclofen pump. On (B)(6) 2015, the pump and lumbar spinal catheter were explanted. It was noted that before the abdominal wound site was closed, an area of necrotic skin was excised. Wound cultures were taken; however, no results were reported. Following surgery, the patient was extubated and taken to the recovery room in stable condition